Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device above the elective replacement indicator (eri) was received in one piece for analysis. Analysis revealed the ventricular set screw was removed from its socket and not returned. The set screw anomaly was consistent with having occurred during the procedure. No anomalies were found.

Event description:
Additional information received notes that the patient initially presented with chest pain.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device above the elective replacement indicator (eri) was received in one piece for analysis. Analysis revealed the ventricular set screw was removed from its socket and not returned. No anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2023-18737. It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited failure to capture. During rv lead revision, it was found that the set screw of the implantable cardioverter defibrillator (ICD) was too loose and got stuck to the hex wrench. The ICD was explanted and replaced, and the rv lead was repositioned on (B)(6) 2023. Patient condition was stable.